Event description:
A patient underwent a biopsy procedure using the maxcore device. During the procedure, it was reported that only one needle was fired. It was further reported that the patient started bleeding post-procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a kidney biopsy procedure using the maxcore device. During the procedure, it was reported that only one needle was fired. It was further reported that the patient started bleeding post-procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample is not available for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure to fire for remaining 8 devices as no objective evidence was provided for review. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.